Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving fentanyl (2000 mcg/ml at 750.2 mg/day) and bupivacaine (25 mg/ml at 9.3 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 the patient was taken in for a catheter revision. The physician felt that there was a deviation in the spinal portion of the catheter, so they were going to do exploratory surgery to see what the catheter issue was. The patient felt that the pump was flipped. No patient symptoms were reported. Additional information was received from the company representative after the revision and it was reported that the physician replaced the spinal segment of the catheter. The physician estimated how much catheter was left in the intrathecal space. The physician estimated that the new catheter length was 79 cm. A prime of the spinal segment (31.5 cm) was performed. The reporter mentioned that the catheter looked like it was cut in two separate places. The dose of the fentanyl was reduced down to 96 mcg/day and the bupivacaine dose was set at 1.2 mg/day). It was mentioned that a previous bridge bolus had to be canceled; there was 6 hours still left in the duration. The onset date of catheter issues and suspected pump flip, related symptoms, troubleshooting performed related to the catheter issues and suspected pump flip prior to the revision, the act ions/interventions taken to resolve the suspected pump flip, the cause of the catheter issues and suspected pump flip, the serial number of the 8840 programmer, the reason for canceling the bridge bolus, and any symptoms related to canceling the bridge bolus were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.